Event description:
It was reported that this right ventricular (rv) lead had a lead safety switch the following day of implant, due to high pacing impedance measurements out-of-range of over 2000 ohms. After performing x-rays and an echocardiogram, it was found that both this patient leads were pulled back with no slack. The physician was going to think about a plan for this issue. However, the patient came 2 days later to the emergency room with chest pain, a CT scan determined this rv lead had perforated the heart and was incrusted in the patient's left lung. Subsequently, the patient went to an emergency surgery where the perforated heart was corrected, and the following day, another surgery was performed to explant the rv lead for the cardiac wound to be healed. No new rv lead was implanted, the rv port was plugged and the need for rv pacing will be discussed in the following days. Further information was received indicating ventricular noise signals were being sensed in the plugged rv port, and technical services indicated that plugging the rv port was an off-label use of this patient pacemaker system. However, the system was then reprogrammed to solve this issue. This rv lead is expected to be returned and no additional adverse patient effects were reported.

Manufacturer narrative:
If the product is returned, analysis would be performed and this report would be updated at that time.

Manufacturer narrative:
If the product is returned, analysis would be performed and this report would be updated at that time. Corrected field: - h6 (device codes): the "off-label use - a2304" code was removed, as plugging the rv port is an issue of the pacemaker, not this rv lead upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. This lead was returned intact with the helix mechanism in a retracted position. Visual inspection found dried blood around the helix, which is normal for active fixation leads. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. The laboratory analysis was unable to confirm any integrity or electrical issues with this product.

Event description:
It was reported that this right ventricular (rv) lead had a lead safety switch the following day of implant, due to high pacing impedance measurements out-of-range of over 2000 ohms. After performing x-rays and an echocardiogram, it was found that both this patient leads were pulled back with no slack. The physician was going to think about a plan for this issue. However, the patient came 2 days later to the emergency room with chest pain, a CT scan determined this rv lead had perforated the heart and was incrusted in the patient's left lung. Subsequently, the patient went to an emergency surgery where the perforated heart was corrected, and the following day, another surgery was performed to explant the rv lead for the cardiac wound to be healed. No new rv lead was implanted, the rv port was plugged and the need for rv pacing will be discussed in the following days. Further information was received indicating ventricular noise signals were being sensed in the plugged rv port, and technical services indicated that plugging the rv port was an off-label use of this patient pacemaker system. However, the system was then reprogrammed to solve this issue. This rv lead was returned and no additional adverse patient effects were reported.